Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: patient initiated litigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient indicates he was originally implanted in (B)(6) 2015 (right hip). Revision on (B)(6) 2020 > removed the entire hip construct. Revision procedure found encapsulated pseudotumor pouch with thicken synovium and corrosion of components. Intra-operatively, upon removal of the stem, a femur fracture occurred and was cabled. Depuy products were implanted at revision. (B)(6) 2021 the patient experienced a dislocation of the head and liner, treated by closed manipulation. Doi: unknown , dor: (B)(6) 2020, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision operative notes (B)(6) 2020 indicate the patient received a right total hip revision due to pain, aseptic abscess, right total hip replacement with presumed trunnions and adverse local tissue reaction. Upon entering the joint, there was noted to be a large collection of white milky fluid in the vicinity of 100 to 200ml. There was also a very thickened rind that was white and friable, this was irrigated and removed. Surgeon noted there was a significant amount of corrosion present under the femoral head and the femoral trunnion was significantly discolored and showed significant wear. The head, liner and stem were revised. It was noted that the femoral bone sustained a few minor fractures during the removal of the well ingrown stem. Cerclage wire was placed. There was no noted deficiency of the liner. The surgery was completed without indication of complication by the surgeon. Implant information for what was placed (not what was revised) at this surgery is located on page 140.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the device associated with this report was not returned to depuy synthes for evaluation. The photo investigation found nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Office notes (B)(6) 2021 indicated that the patient experienced a dislocation post the (B)(6)2020 revision that was treated with closed reduction. It was noted there was pain with the dislocation, but it is improving since the closed reduction. It is also noted that his left hip is squeaky and sore. Office notes (B)(6) 2021 indicate the patient is continuing to experience pain, stiffness, hip squeaking, and difficulty ambulating. Observation and continued strength training are the only interventions at this time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the bursitis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, the patient was revised for aseptic abscess right hip with persistent pain, bursitis and limb asymmetry. Operative notes reported that there was large collection of white milky fluid. There was a significant amount of corrosion present under the femoral head and the femoral trunnion and appeared to show some significant wear.